Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. The lead had been severed 92mm from the terminal pin. Visual inspection noted tears and punctures in the lead insulation. Resistance testing was performed which confirmed the electrical continuity of the lead. The damage was confirmed to have been the result of the explant procedure.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the right ventricular (rv) lead could not be disconnected from the header. Despite multiple efforts to release the lead, it could not be removed. No adverse patient effects were reported.